Manufacturer narrative:
An event regarding loosening involving a trident liner was reported. A review of the provided x-rays by a clinical consultant confirmed osteolysis. The review suggested a possible infection but could not confirm this with current available information. Device evaluation and results:visual inspection: the device was not returned however 2 images of the explanted trident liner were made available. The shell and liner were still assembled in the images. The liner has some damage to the rim that is consistent with explantation damage. Medical records received and evaluation: a review of the provided medical x-rays by a clinical consultant indicated: [...] The stem has adequate size and position but there is severe osteolysis around the entire stem. Stability appears to be maintained only by the stem tip section of the device as evident by the local cortical bone hypertrophy. The cup has adequate size and inclination although anteversion is rather low as evident by the almost straight line projection of the cup opening circle. Also around the entire cup is advanced osteolysis evident although also the cup appears still more or less stable in the bone.[...] The cup has turned loose with extreme migration and tilting.[...] [...] Given the timeframe of 7-years before failure, it appears that such an infection must have been of hematogenous origins from an infected focus somewhere else in the body with metastatic transport of bacteria to the arthroplasty. Primary deep joint infections in arthroplasties usually become manifest within 2-years, any later infections have their origins outside the arthroplasty. There is no clinical information to support any of these assumptions but the radiological picture is very suggestive.[...] -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant noted: [...] Given the limited facts and findings, this case cannot be solved with adequate certainty although low-grade infection as root cause for failure remains the most likely option until proven otherwise. This would represent a procedure-related failure mode without device related aspects although the level of evidence remains very thin and more information is required to solve this case with more certainty.[...] The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Cup loosened, visible osteolysis on xray. Pain associated with grossly loose cup.